Event description:
It was reported the patient experienced side effects of prialt. The patient symptoms were severe mood swings, sedation, hallucinations, migraine headaches, memory problems, and concentration problems. The severity was indicated as moderate. The etiology was indicated as possibly related to the drug action; no change in drug; related to device or therapy, possibly related to device or therapy. No diagnostics were done. Intervention was to suspend therapy and saline used, (B)(6) 2013. The patient outcome was resolved without sequelae (B)(6) 2013. It was later reported that prialt was started (B)(6) 2013 at 2mcg/day (0.083mcg/hr). Prialt dose at time of event was also 2mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).